Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no reported adverse event associated with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, multiple scratches were observed on the display lens.